Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a rad-8 device with inaccurate spo2 measurement. No patient impact or consequences were reported.

Event description:
The customer reported a rad-8 device with inaccurate spo2 measurement. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed, missing rubber feet and a dent on the bottom of the device. The device turned on using battery and ac power. The device was found to visually and audibly alarm during alarm conditions. The device passed both manual and preset simulation tests and was able to obtain spo2 and pulse rate readings. The device was run with the set tester for 1 hour and the spo2 and pr values remained stable. The device was determined to be functioning as designed.